Event description:
The customer reported to olympus that the uretero-reno videoscope had relics from brushing. The event occurred during reprocessing for a diagnostic procedure. There was no delay, and the procedure was completed. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated. Additional findings include the following: due to a pinhole on channel-tube, water tightness was lost; bending section cover was dirty; control unit had corrosion due to water leakage; due to wear of angle wire, bending angle in up direction did not meet the standard value; light guide (lg)-bundle was slipping down; due to dirt on lg bundle, light illuminated from the lg was noticeably dark; the grip, up/down plate and universal cord were sticky; the grip, up/down plate, control unit, scope cover, universal cord, connecting tube, video connector case, video connector, lg connector, video cable, insertion tube rotation ring, forceps elevator lever, and angulation lever were scratched. The device was returned and evaluated, and foreign objects were found to be relics from brushing; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, based on the obtained information, the foreign material was unable to be specified, and the cause of remaining of the foreign material was unable to be specified. It was also confirmed that the channel was not damaged, and the reprocessing was practiced in accordance with IFU. Olympus will continue to monitor field performance for this device.